Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. We have received no other complaints for lot c47938 and a review of the manufacturing records showed no anomalies.

Event description:
It was reported that after connecting the product in shunt configuration, the doctor found that csf would not flow.